Event description:
Good faith attempts have been made and no further information has been attained.

Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data: date was corrected on the programming history to ((B)(4) 2006) system diagnostic test: output status ok, lead impedance ok, dcdc 0, eri no.

Event description:
Clinic notes were received for a vns patient that reported that they were having a worsening in seizures on (B)(6) 2011. ((B)(6) 2011) reported as: "...seizures - worse again...start clonazepam increase. The patient does have a history of falls. Good faith attempts will be made for further details. It is unknown if this patient's seizures are above or below baseline.